Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso seal delaminated. The dso sensor was stuck and unresponsive to pressure changes. A software upgrade was required. The issue was found during testing.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D3 manufacturing plant city and zip code updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a "cassette not attached error." And the pump had a damaged downstream occlusion (dso) sensor, and the dso sensor failed dso and upstream occlusion (uso) testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, dso sensor, and dso bezel, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.